Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6: health effect impact code - rehabilitation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 it was reported that the patient¿s wife called him and while on the phone, the patient mentioned he was on the floor and ¿did not know what happened¿. It was reported the patient was delirious. The patient¿s wife called a neighbor to check on the patient. The patient¿s neighbor called 911. When ems arrived, the patient was on the floor unconscious, and his arm was bleeding (an injury that occurred when the patient passed out and fell to the floor). The patient¿s cgm was reading 300 mg/dl at this time. Once the patient was transported to the ER, the patient¿s bg level was 1200 mg/dl. The patient was admitted to the hospital and treated with insulin as needed. The patient also suffered memory loss and was unable to walk as a result for this event. The patient was transferred to a skilled nursing facility to get rehabilitation for him to be able to walk again. The patient was discharged home after 5 weeks. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.